Event description:
Upon deploying the stent in the carotid artery, the pt experienced a slight transient drop in her heart rate from the 60's to the high forties. One-half an amp of atropine was given at that point. During post-dilation, the pt had an episode of severe bradycardia, momentary asystole. Heart rate did resume to the 40's and an additional half amp of atropine was given. The pt is a female with an asymptomatic high-grade stenosis in the right internal carotid artery (ica). The physician made access to the pt in the right common femoral artery. An arch aortogram was performed. Following angiography, the right carotid was accessed with an h2 catheter and a sheath was advanced over the h2 into the right common carotid artery. A selective carotid angiogram demonstrated a 90% stenosis of the right ica. The pt was then heparinized with 5000 units of heparin. An angioguard distal protection device was then passed through the sheath with some difficulty into the right common carotid. It was noticed that the distal tip of this catheter was bent at 90 degrees and could not be used in the procedure. Therefore, this device was removed and another angioguard was advanced with some difficulty, but was able to be placed and deployed in the distal right ica. Next, pre-dilation was performed with a 4x4 aviator balloon. Following pre-dilation, a precise stent was placed in the lesion. Upon deployment, the pt experienced a slight transient drop in heart from the 60's to high 40's, but then recovered. One-half an amp of atropine was given at this point.

Manufacturer narrative:
Post-dilation was performed with a 6mm aviator rx balloon. The balloon was inflated for approx 15 to 20 seconds. The pt was counting as per routine and stopped around 10 with noted severe bradycardia, momentary asystole. The balloon was quickly deflated and the pt was able to count and mentate approx three seconds after deflation. The pt's heart rate resumed in 40's and another dose of atropine was given. The pt stabilized well. There were no obvious signs of stroke. Post procedure angiography showed approx 30% wasting of the stent. The filter was successfully retrieved. The procedure was completed and the pt was taken to the intensive care in stable condition. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9610978-2008-00151, 1016427-2008-00174 and 9616099-2008-01552.